Event description:
Additional information was requested but no further information was received.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/14/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded as well as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay reporter/ wife contacted lfs on (B)(6) 2010 alleging that her husband's meter would not power on. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call placed by the patient's wife on (B)(6) 2010: the patient mentioned that the meter would not power on; however, did not provide the date and time the alleged issue began. The patient mentioned that due to the alleged issue, at an unspecified time later, he had symptoms of feeling tired, weak, thirsty and nervous. A non-hcp treated him with food/ and drink and the patient did not seek any further medical attention or contact his physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button and the batteries did not need to be replaced. The issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the reporter alleged that due to the meter not working, the patient was unable to test and developed symptoms and had to be treated by a non-hcp with food/drink.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.